Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -16.0/1.0/090 (sphere/cylinder/axis) was implanted into the patient's eye on an unknown date. On an unknown date the lens was implanted and removed due to the lens flipped in the eye. A backup lens was implanted.